Event description:
According to the reporter, during servicing, the charger illuminated red while charging the handle. When the handle was inserted into another charger, it illuminated red again and did not start up. Another handle was used. The charger worked normally with other handles there was no patient involvement. Medtronic's initial evaluation of the incident device found both batteries to be vented.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.